Event description:
It was reported that during a sleeve gastrectomy procedure, the shaft of the device burned the scrub tech. It is unknown if the glove was melted however there is a red mark on the tech's thumb. The device was straight out of the box and had not been fired on the patient. The scrub tech tried to fire the device in the air however would not fire and that is when the burn was received. The battery has been removed from the device and is still hot even 45 minutes after use. Another device was used to complete the procedure. There were no adverse consequences.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with an ecr60g cartridge loaded on the device. The cartridge was received unfired. Upon evaluation, the battery pack was not loaded in the device and it was noted to be warm to the touch. A thermal camera was used in order to verify the temperature of the device and battery pack and it showed 51 degree celsius on the battery pack and 51 degree celsius in the device, prior to the test firing. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Additionally, after firing into the lockout the temperature was 28 degrees celsius at the distal portion of the shroud just proximal to the nozzle. The bailout door was removed and an electrical continuity test performed with multimeter; no anomalies were found. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, a component of the pcb was noticeably to be damaged. This condition leaded the ptc to heat up which prevented the device from firing when the customer tried to use it. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional followup: per the sales rep: did the device come into contact with other devices? No. Harmonic was used in the case, but no contact. Clarify firing difficulty? He tried to close, difficult to close, then would not fire. There was no treatment for the burn. Nothing filed. The scrub tech grabbed the device on the proximal portion of the shaft. How long was the device sitting with the battery pack in the device? About 30-40 minutes. Were the jaws closed? Unsure. How long has the surgeon been using the device? Since launch, 7-8 times per week.